Event description:
It was reported the patient experienced pain and numbness from the knee and below after trial lead placement. As a result, the lead was removed to address the issue. Follow-up information indicated the patient is stable.

Manufacturer narrative:
Date of event is estimated. A patient experiencing pain with numbness in both legs from knee down was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.